Event description:
The nuerosurgeon called to report that one month ago, duragen was placed on a patient who presented with posterior fossa chiari I. The neurosurgeon shrunk the cerebellar tonsils with bipolar cautery and then placed duragen. The neurosurgeon also used gelfoam and left it in the pt. Two weeks ago the patient presented with headache and was treated with decadron. The headache symptom was immediately controlled. In 2002, the patient presented with fever and headache. A spinal tab was performed and the results indicated aseptic meningitis. No bacterial infection was noted but viral infection is questionable. The patient also developed an inflammatory response to the gelfoam resulting in an immune reaction. The patient continues to experience headache and fever.